Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to patient's anatomy. Details regarding the patient's anatomy that resulted with the case being converted to open surgery were not provided. There was no allegation of a malfunction of a da vinci product causing or contributing to the injury. Intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and confirmed that they were able to remove the drape. The customer has used another drape and was able to remove it without issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the drape was stuck on arm 3. The caller stated that the tabs were stuck, and the site did not want to force the tab and break it. The caller stated that the site converted the procedure due to patient anatomy and this issue was noted during undraping. The procedure was converted to open surgery.